Event description:
An adverse event (ae#2) was reported from the stellar database and occurred 125 days after the index procedure. The pt complained of recurrent chest pain and was re-admitted to the hospital during the follow-up period. Repeat cardiac catheterization revealed a 90% in-stent restenosis (isr) of a previously placed stent. The restenosis was treated with a cutting balloon and brachytherapy. The residual stenosis was 0%. The event was reported to be a mace event, serious, requiring one (1) day of inpatient hospitalization. The flow pre and post-procedure was timi 3. The relationship of the event of the device was reported to be probable and unrelated to the procedure. The event was reported to be resolved without sequela.